Manufacturer narrative:
According to the patient, she developed a (B)(6) shortly after having a xenmatrix graft implanted. Currently, it is unknown whether the grafted may have contributed to the reported infection. However, infection is listed as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, to treat it aggressively. It does not appear that the graft has been explanted. No medical records have been received, no specific device failure has been alleged, no lot numbers have been provided, and no product has been returned for evaluation. No conclusion can be drawn at this time. This MDR contains all information davol has received to date.

Event description:
Based on the information reported to davol: (B)(6) 2010 - xenmatrix graft implanted. Ni/ni/ni - patient reported she developed a (B)(6) soon after the time of the implant. The infection is reported to be cleared up. Patient receiving wound vac wound care treatments.